Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). It was noted that one of the patient's spinal cord stimulator (scs) leads had high impedance. The patient underwent a procedure wherein the ipg and leads were replaced and the patient was doing well postoperatively. The explanted devices were retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5166498, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7070182, UDI: (B)(4).